Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 the customer observed several misidentifications. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is reporting several misidentifications when using pmic/ID - 107, lot #2060227."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 the customer observed several misidentifications. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is reporting several misidentifications when using pmic/ID - 107, lot #2060227."

Manufacturer narrative:
H6 investigation summary: this complaint is for misidentifications when using phoenix panel pmic/ID-107 (448607) batch 2060227. One panel was tested using qc isolates of staphylococcus aureus atcc 29213, one panel was tested using qc isolates and enterococcus faecalis atcc 29212 and one panel was tested using qc isolates of staph. Epidermidis (pos 3644). During investigation, all panels tested yielded satisfactory identification results, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed seven additional complaints on the complaint batch, where three were related to this defect type. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Per baltrmphxidastaph rev 10 version h, ID 6.0-6.11, indicates the potential risk of a mis-identification was assessed as s4.